Event description:
Investigation completed and summarized.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 the complaint of failing accuracy was not confirmed as the pump testing revealed all within the control limit specification of +/- 3% and well within the published specification of +/-6%. No evidence of issue in event log. The pump overall condition was is in good condition as reported. No action taken, as not fault good be established.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-10.95%). No patient was involved in this event. No adverse effects were reported.